Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips authorized service provider (asp) inspected device and identified that m-cabinet power supply was faulty. To resolve the issue power supply was replaced by fse. After replacement of the power supply, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start up. No harm was reported to philips. Philips has started an investigation of this complaint.